Event description:
On (B)(4) 2012, customer reported that the lxi 725 instrument had low total protein reagent in the cup and there was a leak around the pump. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and replaced the tricontinent syringe. This resolved the issues and no further leaks were reported.

Manufacturer narrative:
(B)(4).